Event description:
After replacing the battery per pm service, the battery information is not visible on the v60 and battery volts = zero on the pneumatics page. Furthermore, found the batter connector receptacle in the battery compartment has recessed pins. Remote service engineer provided part ID for replacement harness. No reports of patient/user harm or injury,

Manufacturer narrative:
H10: a field service engineer was dispatched to the site and confirmed that the issue is was with the battery itself. The fse utilized a battery from another unit and the battery information displayed on the service screen on the down unit. This indicates the battery needs to be replaced. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.